Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Device evaluation summary: during evaluation of the sample creases and an area of shell abrasion was noticed. Within the crease, several ruptures was noted. No additional anomalies were observed. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The reported complaint was confirmed. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. It is most likely that the crease/fold was created due to the stress cause by the capsular contracture which resulting in a tear at a later date. Reason for device explant and/or reoperation: capsular contracture and rupture concomitant products: 800cc mentor memorygel breast implant, catalog # 3508004bc, lot # 5971042, serial # (B)(4). Manufacturer's reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of exemption transition period following the revocation of mentor¿s psr exemption #e2007003. It was reported that a (B)(6) year old caucasian female underwent a breast augmentation revision with a 800cc mentor memorygel breast implant and experienced capsular contracture and rupture on the left side post-operatively. As a result, the patient underwent bilateral device removal and replacement with 750cc mentor memorygel breast implants, catalog number 3507504bc, serial numbers (B)(4) on the left side and (B)(4) on the right side on (B)(6) 2019.